Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient had an explant procedure due to infection. The procedure was completed as planned, and the extracted insertable cardiac monitor (icm) was secured in a return box for shipment. The patient experienced no complications and is expected to make a full recovery. No additional adverse patient effects were reported.